Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), the gore® tag® conformable thoracic stent graft provides endovascular repair of the descending thoracic aorta (dta). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful treatment of the lesion include significant thrombus and / or calcium at the arterial implantation sites. Excessive thrombus or atherosclerotic plaque in the aortic arch may increase the risk of stroke secondary to the implantation procedure. When covering the left subclavian artery ostium without revascularization (e.g. Transposition or bypass), there may be an increased risk of stroke due to decreased flow in the left vertebral artery. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to thrombosis, branch vessel occlusion or obstruction, embolism (micro and macro) with transient or permanent ischemia, renal failure and death.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an arch aorta aneurysm using a gore® tag® conformable thoracic stent graft with active control system. The left subclavian artery was unintentionally partially covered by the device upon deploying the device. A proximal type I endoleak at the inner curvature of the aorta was observed on the intra-operative angiography, and the endoleak was resolved by ballooning. The procedure was completed without further issue. However, postoperatively, since the patient did not recover from anesthesia, he was transferred to the intensive-care unit (ICU). Furthermore, during staying at the ICU, dialysis was initiated due to renal failure. On (B)(6) 2021, the patient expired due to systemic embolism. The physician reported that the patient had a shaggy aorta, and thrombus might had been scattered during the procedure, and that might cause the systemic embolism.